Manufacturer narrative:
Per the clinic the abutment was replaced on (B)(6) 2017 under general anaesthesia and a skin revision was performed. This report is submitted on may 16, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed skin swelling and drainage at the implant site. Subsequently, the patient was treated with topical and oral antibiotics from (B)(6) 2016. Additionally, skin at the implant site was cauterized.